Event description:
The moment the surgeon pull out t1, the suture is disengaged, therefore the suture did not attach to t2. The suture become frayed. T1 is already inside the meniscus and it was very difficult to pull out so it was left in place. Bone quality reported as soft. Back-up was available. No patient injury or complications took place.

Manufacturer narrative:
Device evaluation: one device returned for evaluation. Depth limiter has been removed from the needle and cut to the surgeons¿ desired length. T1 is missing from the device confirming reported complaint. Needle is dramatically bent at its distal end. The suture is frayed and appears to have been severed by the needle or an ancillary device. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).